Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported tower 240v in the field and the associated device logs. Review of the field service notes indicated that the logs for the tower were reviewed and an error code for 'endoscope image change test fail' was noted. No black screen or display errors were found during service. The system is in operational condition. Further evaluation of the logs indicated two instances of an error code for 'endoscope image change test fail', one instance of an error code for 'visualization communication error' and one instance of an error code for 'endoscope failure to communicate' were noted. Evaluation of the tower 240v confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. However, the investigation was able to identify the most likely cause as traced to a separate component of the system, an endoscope failure. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, pre-operatively, the operating room team interface (orti) screen of the tower went black. To proceed with the surgery, the back cable of the orti was reconnected. There was a delay of one minute due to the reported issue. There was no patient involvement.

Event description:
It was reported that, pre-operatively, the operating room team interface (orti) screen went black. To proceed with the surgery, the back cable of the orti was reconnected. There was a delay of 1 minute due to the reported issue. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.